Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was having battery issues. No further information is available at this time.

Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The ipg was not returned for evaluation. Additionally, stimulation settings were are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received clarifies that the device was explanted and replaced.

Manufacturer narrative:
Correction: section d6a - date of implant should have been (B)(6), 2021 in the initial report. This correction is reflected in this additional report 1.